Event description:
It was reported that there was an issue with pm438r - jaw ins. Bip. Maryland diss. Fen. 5/310 mm. According to the complaint description, there was risk of loss of pieces in the patient. The insert showed a loss of material in an area close to the jaws. There was no patient harm. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: when looking into the joint of the forceps, it can be seen that the gray ceramic is broken on one side. On the opposite side, a piece of blue ceramic and a fragment of metal of the forceps jaw are also broken off. The surface of the metal fracture is due to stress corrosion cracking with residual fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: according to the instructions for use (IFU), excessive force must be avoided. Caution: damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: apply caution when operating the product. Do not apply excessive force. Protect the working tip against knocks and impacts. Use the pin protector when the product is not in use. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure.